Event description:
It was reported that a sensor failure issue was reported. The sensor was inserted into the upper buttocks on (B)(6) 2024. According to the report, the patient removed the sensor when it showed sensor failed error on the mobile device. The failed sensor was not replaced because there were no supplies left. The patient was reportedly monitoring the bg by fingerstick following sensor failure; however, the frequency and values were not documented. According to the report, they were not able to monitor the patient's sugar properly. The patient reportedly had insufficient insulin intake and started vomiting the same day on (B)(6) 2024. The parent transported the patient to the emergency department where he was diagnosed with diabetic ketoacidosis (dka). He was treated with insulin and IV and discharged (B)(6) 2024. At the time of the report, the patient was fine. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.